Event description:
It has been reported by the dealer that the trsx50fb wheelchair was wobbly, shifting left to right when patient was in chair. The chair moved more when the patient was not in the chair.